Event description:
Reporter indicated that a patient arrived at an office visit with different settings than she had programmed. Review of the flashcard from the physician's handheld device revealed the patient's settings were the result of an interrupted systems diagnostic test. The physician did not interrogate the patient's device after performing device diagnostics to ensure that the settings were correct prior to the patient leaving the office. The patient has been reprogrammed to the correct settings.

Manufacturer narrative:
Analysis of programming history.